Event description:
The manufacturer received information alleging a trilogy evo was alarming for a service required alarm condition. There was no harm or injury reported. There was no evidence the device was in patient use. The device was evaluated by the customer's biomed department. A ventilator inoperative alarm condition indicating the ventilator failed to communicate between the cpus was observed. The device's system board and display board need replaced to address the issue. A service required alarm indicating the internal battery cannot detect the system board was observed. The internal battery needs to be replaced to address the issue. The customer is taking responsibility for repairing the device. If additional information becomes available this decision will be re-evaluated using the date the additional information became available as the "become aware" date if additional reportable issues are identified.

Manufacturer narrative:
The reported communication failure between the cpus is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device sn. Review confirms that the device met the final acceptance criteria and was released for final distribution.